Manufacturer narrative:
Manufacturing review: per the lot history review, this is the first complaint for this lot number and issue to date. Based upon the severity level and lot quantity, a device history records (DHR) review is not required. Visual inspection: the sample was returned. The safety clip was missing upon receipt. The tuohy borst valve was tight, and the 2-way stop cock was closed. The outer sheath was noted to be stretched 235mm from the proximal end of the handle. The stent graft was found to be released and was not included with the returned sample. Functional/performance evaluation: functional testing could not be performed, as the delivery system was returned in a deployed configuration. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive for deployment difficulties, as the delivery system was received in the deployed configuration, and the stent graft was released. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during deployment of a stent graft in the axillary vein, resistance was encountered during retraction of the sheath after the stent graft had been partially released. Additional force was applied to complete the deployment of the stent graft successfully; however, the outer catheter was stretched during the deployment. There was no reported patient injury.